Event description:
It was reported after using bd vacutainer® sst¿ blood collection tubes, poor clot formation and erroneous results were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd received 5 photos for investigation. The photos were reviewed and poor clot formation was observed. Erroneous results cannot be evaluated through photos. Complaints for sample quality are under statistical control for the month of march 2026. At this time, further testing is not indicated. Further clinical testing could not be performed since specific analyte(s) reported as erroneous were not provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. This complaint has not been confirmed for the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® sst¿ blood collection tubes, poor clot formation and erroneous results were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.